Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning correctly. A surgery was performed and during the procedure the physician found a kinking in the tubing that he had caused during original surgery. He cut off that small segment and device is working properly. Nothing was removed or replaced. There were no patient complications, the surgery results were good and patient is set to fully recover.